Manufacturer narrative:
The reported complaint was confirmed. The srt found that the overspeed was due to a defective pump safety board. The pump safety board is obsolete and unavailable to complete the repairs. The roller pump will not be repaired and will be retired from use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the roller pump displayed an 'overspeed' message. There was no patient involvement.